Event description:
Plaintiff is a disabled adult that was born with hydrocephalus. During numerous surgeries and repeated medical care the plaintiff was exposed to latex gloves made by various manufacturers. The plaintiff now suffers from latex allergy.